Event description:
It was reported that when the pressure is too high during normal use of the insufflation unit, the alarm will sound. After replacing the endotracheal tube and stamping card, the alarm still occurs and the air cannot be supplied normally. The issue occurred during a diagnostic laparoscopic procedure that was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the overpressure was due to insufflation to a narrow empty space. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.